Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was dislodgment, and no capture on the atrial lead. It was also reported that the patient developed pacemaker syndrome. The lead was replaced. No patient complications were reported as a result of this event.